Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a three-year battery depletion over five weeks. This device was interrogated in the emergency room and showed 9.5 years remaining longevity however, when the patient switched physician after five weeks, this device went to 6.5 years remaining. In addition, the patient experienced dps symptoms like shortness of breath (sob) and chest pain. A programming was done to resolve dps and symptoms. The patient was diagnosed with complete heart block and was pacer dependent. Boston scientific technical services (ts) discussed programming and referred patient back to device healthcare facility for further discussion of battery depletion. To date, this device remains in service. No adverse patient effects reported.